Event description:
A customer reported a pump malfunction identified by code malf 12, but no significant events were noted prior to the issue. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. After contacting technical support, the customer successfully reset the pump following provided instructions, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.